Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported the user has hit his head around the implant site 3 times. The user has lost access to sound with the device. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Trauma was reported. The user's mother reported the user has hit his head around the implant site 3 times. The user has lost access to sound with the device. Prior to the trauma, hearing performance with the device was very good. Re-implantation is considered but has not yet been scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
Trauma was reported. The user's mother reported the user has hit his head around the implant site 3 times. The user has lost access to sound with the device. Prior to the trauma, hearing performance with the device was very good. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Trauma was reported. The user's mother reported the user has hit his head around the implant site 3 times. The user has lost access to sound with the device. Prior to the trauma, hearing performance with the device was very good. The recipient has been re-implanted.